Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient required drainage of bloody cerebrospinal fluid. On (B)(6) 2026, the doctor performed a lumbar pond drainage procedure for the patient. The procedure went smoothly, and the patient experienced no discomfort during or after the surgery. On the evening of (B)(6) 2026, the nurse discovered that the lumbar pond drainage tube had fractured during rounds and immediately informed the on-duty doctor. The on-duty doctor promptly removed the lumbar pond drainage tube and performed wound care, monitored the patient's vital signs, level of consciousness, and pupil changes, and checked for signs of brain injury. Subsequent treatment included lumbar puncture to drain bloody cerebrospinal fluid.